Event description:
The manufacturer received information alleging a "service required" alarm condition occurred and the ventilator was not recognizing its internal battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.